Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. The blood glucose level was over 475 mg/dl at the time of event and was managed by manual injections and pump. No further information available.

Manufacturer narrative:
E1; patient city; (B)(6). Patient country; united states.